Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis were unknown. The patient was not hospitalized for the event. Two days after onset, the patient began treatment for the peritonitis with vancomycin and fortum (doses, frequencies, routes, and durations were not reported). The outcome of the peritonitis was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.